Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during testing, noise was observed. Pacing lead impedance showed a decrease. Although an insulation breach was suspected, fluoroscopy did not reveal any visible lead damage. The lead was explanted and replaced.